Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient was not getting pain relief from the scs system. He states that he tried multiple different programs but none helped. Event date was provided as (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. Patient's stimulator, leads and battery were explanted. The issue was resolved. Hcp had no further information. The devices were discarded by the customer and were not going to be replaced in the future. Patient's weight was asked but unknown. No further complications were reported/anticipated.